Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and it was reported that the symptoms and circumstances that lead to the leads needing to be replaced include loss of balance due to neuropathy effect, falling several times, and pain in both feet.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977c165, serial#: (B)(4), implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 17-apr-2024, UDI#: (B)(4). Product ID: 977c165, serial/lot #: (B)(4), ubd: 27-aug-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their original placement was only for back pain and not neuropathy. The patient's pre-existing neuropathy progressively worsened after initial placement of the leads and spread down into their feet. The neuropathy progressed in severity and worsened causing numbness in both feet and causing a fall hazard. The patient noted that surgery could not correct or fix the neuropathy and that a neurostimulator was needed to send signal into both feet. The patient noted that the original lead type and placement was unable to help with neuropathy in the patient's feet. A manufacturer representative had attempted to adjust programs to give stimulation into the feet, but was not successful. It was elected to replace the original percutaneous leads with a paddle lead. The physician put in a paddle and ensured signal to the feet on (B)(6) 2020. Unfortunately, due to scar tissue removal and a wider paddle, the patient lost control of both legs and had unrelenting intolerable groin pain. The next day, the patient had surgery to correct the issue. Manufacturer records indicate that the paddle lead that was placed on (B)(6) 2020 was replaced on (B)(6) 2020 with a different model that is slimmer. The patient regained control of the right leg, but is currently in the rehab hospital to learn how to walk. The patient needs more time to evaluate their ability to improve/compensate for the neuropathy using the stimulator.